Event description:
It was reported, the patient¿ implantable neurostimulator (ins) was not placed right and that she could not get the stimulation where she needed it. It was noted, the ins was replaced in 2010. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 37752, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37711, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 355029, lot# n060623, implanted: 2006 (B)(6); product type accessory. (B)(4).